Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tenaculum forceps involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the reported complaint. The instrument¿s grip tips were not moving intuitively. Visual inspection was conducted and found the roll gear not in home position, causing the instrument to move incorrectly.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the tenaculum forceps instrument did not rotate properly. The procedure was completed with a replacement device and there was no report of patient injury.